Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys tsh assay (tsh). Based on the data provided, erroneous elecsys ft4 ii assay (ft4ii) results were also identified for this patient. The erroneous tsh results were reported outside of the laboratory. The initial tsh result was 7.15 uiu/ml with a data flag. This result was reported outside of the laboratory where it was questioned. The initial ft4 ii result was 1.47 ng/dl. The sample was repeated on (B)(6) 2016 and the tsh result was 4.69 uiu/ml with a data flag. The repeat tsh result was considered to be correct. The repeat ft4 ii result was 2.00 ng/dl with a data flag. A new sample was obtained on (B)(6) 2016 and the initial tsh result was 4.63 uiu/ml with a data flag. The repeat tsh result was 4.65 uiu/ml with a data flag. A corrected tsh result of 4.63 uiu/ml was reported outside of the laboratory. No adverse event occurred. The tsh reagent lot number was 16636901 with an expiration date of 03/31/2017. The ft4 ii reagent lot number and expiration date were not provided. Pinch tubes were replaced on (B)(6) 2016. The last liquid flow cleaning was performed on (B)(6) 2016. The customer performed precision tests and the results were acceptable. A possible cause of the issue may be related to fibrin or clots in the sample during the initial test. The customer did not complain of discrepant results for other tests.